Manufacturer narrative:
Additional narrative: a product investigation was completed: during an zero-p procedure the surgeon experienced difficulty locking screws into the implant. On the both implants the first three screws were successfully inserted but the fourth would not lock. The surgery was able to be successfully completed with a new implant. Two zero p 6mm lordotic implants (04.617.126s lots 9358511 and 8961379) were returned. Additionally six 13mm 3.0mm cervical spine locking screws were returned. The implants were examined and wear was present on all returned screws; additional wear was present in each threaded hole of the zero-p implants. A definitive root cause was unable to be determined however the failure mode is consistent with off-axis insertion/cross threading which would likely strip the holes and/or the screw threads. This complaint condition would inhibit the screw securely locking to the implant. The returned implants were evaluated and wear consistent with insertion and removal was noted on each of the implants and all six of the returned screws. Additionally multiple threaded holes of the implants displayed damaged threads consistent with the application of excessive/off-axis loading. The root cause was unable to be determined definitively, however it is likely due to the attempted insertion of screws off-axis. Relevant drawings for the returned implants were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a two (2) level anterior cervical fusion (acf) procedure to implant zero-p implants, two (2) of the screws would not lock. The first implant was placed and three (3) of the screws went in with no trouble but the fourth screw would not lock into the implant. It is reported the same scenario occurred with the second implant in which the fourth screw would not lock into the implant. Procedure was completed successfully using another implant, but was delayed 30 minutes due to the problem with the screws. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information provided from reporter. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number the device history record review and the investigation could not be completed; and no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.